Event description:
It was reported by the affiliate that during a stent placement of the left superficial femoral artery (sfa), a 4.0x120mm sleek balloon failed to cross the mid superficial femoral artery. There was no difficulty advancing the device to the target lesion. The sleek was exchanged for a 2.0x40mm ikazuchi (kaneka) balloon, which also failed to cross the lesion. The balloon was then exchanged for a 1.3x10mm laxa (goodman) balloon and the first dilatation was conducted. The ikazuchi balloon was delivered to the lesion but it failed to cross the lesion again, and therefore was exchanged for a 2.5x15mm powered lacrosse (goodman) balloon and the second dilatation was performed. After that, the sleek was delivered again to the lesion but it failed to cross the distal sfa; thus, only the mid-sfa was dilated with the sleek. For the distal sfa, another 3.0x120mm sleek balloon was used for dilatation. Angiogram revealed adequate blood flow in the lesion. A 6.0x150mm smart control stent was then delivered to the lesion but it could not cross the distal sfa due to resistance. The stent was placed at mid sfa with friction. There was resistance experienced during the retrieval of the outer sheath. The stent was placed without any anomaly. After the physician removed the sds, he noticed that the distal tip of the sds had separated. X-ray revealed that the distal tip of sds was in the common femoral artery (cfa), about 15cm proximal to the stent in the sfa. The separated tip was on the guidewire; therefore, the tip was removed from the patient with the guidewire. The procedure was completed after prolonged operative duration. The patient is currently stable. There was no reported patient injury and the devices will not be returned for analysis. The lesion had 99% stenosis, with heavy calcification and mild tortuosity. The length of the lesion was approximately 20cm.

Manufacturer narrative:
Contralateral approach was made from the right femoral artery with a 6f guiding sheath (parent, medikit) and 0.035inx150cm guidewire (radifocus, terumo). The distal end on the guiding sheath was placed in the mid left common iliac artery (cia).the guidewire was exchanged for a 0.014inx300cm guidewire (chevalier, fmd). There was no difficulty removing the 4.0x120mm sleek balloon from the hoop, difficulty removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. No kinks or damages were noted prior to inserting the sleek into the patient. The device prepped normally. An unknown indeflator was used. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There were no anomalies noted when the 6.0x150mm smart control stent was removed from the package. The device was stored and handled according to the IFU. Excessive torquing was not required. There was no resistance met while advancing the stent over the guidewire. There was no thrombus near the lesion site. The stent was able to be expanded fully with good wall apposition. The device did not kink in the area of separation. There was no resistance withdrawing the device. Concomitant devices: 6f guiding sheath (parent, medikit), 0.035inch/150cm guidewire (radifocus, terumo), 0.014inch/300cm guidewire (chevalier, fmd), 4.0mm/120mm balloon catheter (sleek, cordis), 2.0x40mm ikazuchi (kaneka) balloon, 1.3x10mm laxa (goodman), 2.5x15mm powered lacrosse (goodman) balloon, 3.0x120mm sleek balloon this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during stent placement in the left superficial femoral artery (sfa), a sleek balloon failed to cross the mid superficial femoral artery. The sleek was exchanged for a non-cordis balloon which also failed to cross the lesion which was then exchanged for a second non-cordis balloon and the first dilatation was conducted. Two additional non-cordis balloons were advanced for additional dilation but also failed to cross the lesion. A third additional balloon crossed the lesion and the second dilatation was performed. After that, the sleek was again delivered to the lesion but it failed to cross the distal sfa; thus, only the mid-sfa was dilated with the sleek. For the distal sfa, another 3.0x120mm sleek balloon was used for dilatation. Angiogram revealed adequate blood flow in the lesion. A smart control stent was then delivered to the lesion but it could not cross the distal sfa due to resistance. The stent was deployed mid sfa with friction noted along with resistance during retrieval of the outer sheath. However, the stent was placed without any anomaly. After the physician removed the sds, he noticed that the distal tip of the sds had separated. X-ray revealed that the distal tip of sds was in the common femoral artery (cfa), about 15cm proximal to the stent in the sfa. The separated tip was still on the guidewire; therefore, the tip was removed from the patient with the guidewire. The procedure was completed after prolonged operative duration. The patient is currently in stable condition. The lesion had 99% stenosis, with heavy calcification and mild tortuosity. The length of the lesion was approximately 20cm. Contralateral approach was made from the right femoral artery with a 6f guiding sheath and a 0.035 guidewire. The distal end on the guiding sheath was placed in the mid left common iliac artery (cia). There were no anomalies noted when the 6.0x150mm smart control stent was removed from the package. The device was stored and handled according to the IFU. Excessive torquing was not required. There was no resistance met while advancing the stent over the guidewire. There was no thrombus near the lesion site. The stent was able to be expanded fully with good wall apposition. The device did not kink in the area of separation. There was no resistance withdrawing the device. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, multiple devices were unable to cross the lesion suggesting that vessel characteristics and procedural factors may have contributed to the reported event. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.